Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-00349. It was reported the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. In turn, surgical intervention was undertaken wherein both of the leads were explanted and replaced to address the issue. Effective therapy was established postoperatively.